Manufacturer narrative:
The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the device and found the ptfe pad (teflon pad) severely worn/burnt and with a 6mm gap exposing metal at the distal end. There was no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, an ¿error 1 transducer issue¿ error message was observed on three thunderbeat handpieces. The intended procedure was completed with a fourth similar device. There was no patient injury reported. This is report 1 of 2.